Event description:
It was reported that during a hand assisted nephrectomy procedure, the device tore. Another device was used to complete the case. There was no patient impact.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.